Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient gender, age and weight unknown). According to the complainant, the balloon burst during procedure preparation. The procedure was successfully completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn laterally. The cause of the reported malfunction could not be determined.